Event description:
Pt presented after a routine visit identified possible lead fracture indicated by high device impedance. Pt totally asymptomatic otherwise. This device was replaced with another lead without incidence. Pt discharged to home.